Manufacturer narrative:
(B)(4). Exact weight unknown surgeon reports patient was overweight to obese with average bone quality (B)(6). This product is not cleared for distribution in the u.s. However, this report is being submitted as a similar device is cleared for distribution under 510k number k090757. Concomitant medical products: 650-1163 ¿ delta ceramic femoral head ¿ 2016030536, 00-8751-009-32 ¿ hxpe liner neut 50 hh x 32 ¿ 63361194, 65-8753-050-01 - trilogy it hatcp cluster 50 hh ¿ 63159404, 11-300813 - arcos 13x150mm spl tpr dist - 112810. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 2 years post implantation due to non-specific pain and query limb shortening. During the procedure, it was discovered that the stem was retroverted. The cone and head components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed from medical records received. Device was not returned. Review of the device history record DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
No further event information available at the time of this report.